Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure it was noted that "the fiber continued working also in end fire mode". It is unknown how the procedure was completed. Patient outcome: "no injury".

Manufacturer narrative:
Event description updated, other relevant history added, device available for evaluation updated, device codes added, device evaluated by manufacture updated, evaluation codes added. Product evaluation: failure analysis for fiber (B)(6): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, partially erased blue arrow indicator, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information: the first fiber: 5,000 joules of use and 5 minutes expended; the laser came out also in end-fire mode was noted. The fiber tip (cap) was not cleaned during the procedure.